Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), gastrointestinal disorder ("gastrointestinal issue"), nausea ("nausea"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). At the time of the report, none of the events had resolved. The reporter considered anxiety, arthralgia, back pain, discomfort, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, nausea and pelvic pain to be related to essure administration. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff¿s physician has recommended that she undergo a hysterectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: her coils were properly placed concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2021: mr received. Reporter information, product removal date added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), gastrointestinal disorder ("gastrointestinal issue"), nausea ("nausea"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, back pain, arthralgia, dyspareunia, gastrointestinal disorder, nausea, anxiety and fatigue had not resolved. The reporter considered anxiety, arthralgia, back pain, discomfort, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, nausea and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff¿s physician has recommended that she undergo a hysterectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.